Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the prime history showed several large primes. During testing, a cartridge not detected alarm was emitted during an attempt to rewind and load. The force sensor calibration and resistance was found to be out of specifications. The pump was opened and evidence of contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration and resistance were not within specifications. There was evidence of contamination found on a force sensor component. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.